Event description:
It was reported that the pt received a sirus in for tibia 10, l 315 on (B)(6) 2012 and underwent a revision surgery on (B)(6) 2012 due to pain, a broken sirus and infection.

Manufacturer narrative:
We did not yet receive the devices for review. We will submit an updated report once we receive the device and the investigation result becomes available. The lot numbers were received and the device history records were reviewed and found to be conforming. (B)(4).